Event description:
During device interrogation pt noted to have increase impedance in 2005. Pt noted to have inappropriate shock. Upon implant device interrogation revealed normal impedance and thresholds pt brought to lab for generator change and evaluation. Pacemaker check and pacemaker revision.